Event description:
The account reported that during a colonoscopy to remove arterivenous malformations (avms) wwith the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a. A pt's colon wall was perforated [note: avms were being treated in the cecum.]. The settings were 40 watts power and 0.5 lpm argon flow rate. Surgery was performed to repair the bowel and the pt is recovering nicely.